Manufacturer narrative:
Device evaluation results: the unit could not be fully actuated due to the bent needle that prevented the slider knob from moving past the position it was in for the returned unit. For further evaluation, the needle and needle guide were intentionally straightened out in the analysis lab. Once the needle and needle guide were straightened, the unit was tested for actuation and the slider knob was able to smoothly slide the full distance of the travel length. There was no implant in the needle or in the packaging. The complaint that the device did not work correctly and that it was not possible to release the stent from the injector was confirmed. Due to the condition of the returned unit (i.e. Significantly bent needle), it was not possible to determine if the needle was bent at the customer site or in transportation back to allergan. Device history record review: a DHR review for the reported glaucoma treatment system serial number (B)(4) confirmed that the unit was manufactured in lot number 61497, and there was no nonconformance for this unit or for this lot.

Event description:
Physician reports "that the device did not work correctly", and "it was not possible to release the stent from the injector. The doctor tried twice, but as the injector did not work correctly, [physician] decided to postpone the surgery". Affected location indicated as right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Clarification to model #/lot #: serial number: (B)(4) lot number: 61497. Device labeling: precautions the xen gel implant and injector should be carefully examined in the operating room prior to use. If increased resistance is observed at any time during the implantation procedure, stop the implantation procedure and use a new injector.

Event description:
Physician reports "that the device did not work correctly", and "it was not possible to release the stent from the injector. The doctor tried twice, but as the injector did not work correctly, [physician] decided to postpone the surgery". Affected location indicated as right side.